Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump while during a priming attempt. The customer's blood glucose was 115 mg/dl. During troubleshooting, the customer stated he did not recall the insulin pump being exposed to a strong magnetic field. The customer uses the sensor feature on the insulin pump. He was advised that a false motor error alarm could be caused by viewing the sensor glucose graff while the insulin pump delivers a bolus. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Minor scratches on the display window were noted during the visual inspection. The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. No motor error alarm was noted and the motor tested okay.